Event description:
The pt was admitted for a procedure on feb 24, 2009 with a lesion in the left internal carotid artery. The lesion had 50% stenosis and was mildly calcified and the vessel was mildly tortuous. An angioguard was successfully delivered. Then, the physician felt strong friction when trying to insert the precise stent into the 6f shuttle sheath. Therefore, the precise was removed from the pt and the physician noted that the outer sheath was turned outward and the top of the stent was slightly released from the stent delivery system. Another product was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.